Event description:
It was reported that a clinical trainer experienced a small air lock ¿in the circular filter¿ of a continu-flo solution administration set. This occurred during infusion of antibiotic fluid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. It was visually inspected and functionally tested with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The circular filter is actaully the check valve, the reported product code does not have a filter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.